Event description:
Or staff report that the wiring came apart at the base of the insufflator before trying it inside the gas chamber. The wiring came apart upon opening the packaging. No patient was involved and no staff were harmed.